Manufacturer narrative:
Analysis of the fiber revealed a fiber broken in two pieces with elongated buffer material still keeping the pieces connected. It was noted that the fiber did not break when tested on the bend radius test fixture and the successful transmission of laser energy indicates that if not broken, the fiber would have operated according to specification. The customer indicated that the break was found after the product was re-sterilized using sterrad. The break that was observed in the fiber that was returned was likely the result of user mishandling as there was no evidence of charring at the break point in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. It is likely that the break occurred due to a mechanical force such as bending or coiling the fiber beyond the manufacturer recommended minimum bend radius (7 mm) during the sterilization events. Dornier fibers are fragile and must be handled with utmost care by the user. It is likely that the fiber break was caused by the end user mishandling the fiber during reprocessing events. This event occured in (B)(6).

Event description:
"The customer found that the fiber was broken after sterilization. The sterilization method is sterrad (approximately 50 degrees celsius for 52 minutes)."